Manufacturer narrative:
Product analysis: the products will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Information references the main component of the system. Other relevant device(s) are: product ID: enveor-n-us, lot number: 0008440819, use by date: 06.01.2018 and (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the nose cone of the delivery catheter system (dcs) dislodged the valve and resulted in moderate paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted and improved the pvl to trace. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.